Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 580 mg/dl, which was treated with manual injection. Customer went to the hospital and had high ketones and high blood pressure. Customer reported that high blood glucose began on (B)(6) 2016. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer declined checking for leaks or air bubble; site or insulin issues; and settings. Customer was sent tubing clamp in order to perform high pressure test. Customer called back with tubing clamp and insulin pump passed high pressure test. Customer called back regarding assistance with fill cannula after high pressure test. Customer was assisted. Customer's blood glucose was 56 mg/dl which was treated with juice.